Event description:
Consumer called to report taking his wife to the ER for treatment after she lost consciousness. Readings from the meter were high, but she experienced low sugar symptoms. Was taken by an ambulance to the emergency room.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed criteria outline in the test procedure. Will continue to monitor on monthly complaint trend reports.